Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on (B)(6) 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures.

Event description:
It was reported that during a rotator cuff repair, when the surgeon implanted the anchor, and the repair was near completion, the surgeon then used the eyelet fiberwire from the ar-2323bct-2, (lot:11938015), and as the surgeon pulled on the fiberwire, the fiberwire snapped in half and the anchor pulled out. This led to a complete failure of the repair and the surgeon has to essentially start over.